Manufacturer narrative:
The customer only returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned, therefore, in-house contour next test strips were used for testing. An in-house testing was performed using the returned meter with in-house test strips, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Event date captured (B)(6) 2019 i.e. The day when customer called (B)(6), since the event date was not provided. This event is related to MDR # 1810909-2019-00502.

Event description:
The customer reported that he obtained a reading of 400 mg/dl on the contour next link 2.4 meter and 100 mg/dl with other meters. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.